Event description:
It was reported that there was no speed display on the console. The target lesion details were unknown. A rotablator console was selected for a rotational atherectomy treatment procedure. During procedure, trying to run the speed of the device, it was noted that the screen showing the speed is not working and appears to be broken. The procedure was completed with this device without knowing the rotation speed. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the console was tested. The rotational speed is not displayed due to a massive gas/air leak at the turbine pressure switch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be wear and tear. (B)(4).

Event description:
It was reported that there was no speed display on the console. The target lesion details were unknown. A rotablator console was selected for a rotational atherectomy treatment procedure. During procedure, trying to run the speed of the device, it was noted that the screen showing the speed is not working and appears to be broken. The procedure was completed with this device without knowing the rotation speed. There were no patient complications reported and the patient's status is stable.